Event description:
During a thoracoscopy procedure the anvil disengaged. The surgeon used another instrument to complete the procedure. No pt injury reported.

Manufacturer narrative:
Evaluation found the anvil support component was damaged.